Event description:
It was reported that during a declot procedure on a pt with end stage renal disease the fragmentation basket would not retract into the sheath while the device was in the pt. They made several attempts to retract the basket into the catheter, but were unsuccessful. They were able to remove the device from the pt w/o incident. As a result, another kit was opened and used successfully. There was no delay in treatment, no pt death and no pt complications reported. The declot of the pt's left forearm was a success.

Manufacturer narrative:
(B)(4).